Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 68 mg/dl. The customer drank zero calorie protein water. Reportedly, the customer needed a basal rate of 0.2 units/hour; however, the t:flex pump minimum basal rate is 0.5 units/hour. The customer's healthcare provider was recommending for the customer to switch to the t:slim pump.